Manufacturer narrative:
Sliding core bearing revised after being implanted for 8.5 years. Visual eval shows fractured sliding core bearing. Review of device history shows no anomalies.

Event description:
Pt had star sliding core bearing revised.